Event description:
A company representative reported the history of the infusion device and glucometer show extra boluses have been delivered. Follow-up was completed with the patient's mother. She and the father are confident the patient has not programmed these boluses himself, and there is data on the glucometer that is out of sequence. Father sent an e-mail including all bolus amounts that were listed but not programmed, and this issue first began on (B)(6) 2013. The infusion device and glucometer were replaced and requested for evaluation. The patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The products meet the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.